Event description:
It was reported that there was a recorded out-of-range pace impedance measurement on the right ventricular (rv) lead. It was greater than 3,000 ohms. Technical services recommended performing troubleshooting and maneuvers in the clinic to evaluate the lead integrity and enabling additional alerts to monitor the lead. Rv lead measurements were currently normal and the threshold was stable. No signal noise was observed. The rv lead remains in service at this time and no adverse patient effects were reported.